Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a compression fracture at t12. During the procedure, the balloon on the right side ruptured and contrast media leaked within the vertebrae. Per the report, the balloon was being inflated and ruptured at approximately 250-300 psi with 1.0ml volume. There was reportedly no change in the patient's vital signs and no symptoms during the event. The procedure was completed using another balloon without any further incident. No other complications were reported.